Event description:
It was reported that the event involved a male pt while in the cath lab. After approximately four hours of intra-aortic balloon pump (iabp) therapy, the intra-aortic balloon (iab) was removed from the femoral artery. There was blood observed in the balloon. However, during the approximate four hours of iabp therapy, there was no report of complaint. There was no report of pt death, complications, or injury. No medical/surgical intervention was required. There was no delay or interruption in therapy with no harm to the pt noted. The pt outcome is good. According to the user, when the user pulled negative on the iab, no resistance was felt.

Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional info becomes available.